Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the very end of a bladder dissection for a robotic laparoscopic bladder diverticula procedure, before removing the instruments, saw from the surgeon console that one of the instruments was missing when using the bipolar fenestrated grasper. It did not trigger any alarm on the system. Tried to locate it in the patient cavity where the missing part was located, but not able to find it during the operation. The surgical time was extended by thirty minutes or more due to the search for the missing part. Post-operatively, performed an x-ray to locate it and found a 5 mm metallic part in the abdomen, a tip of one of the blades. The part has not been retrieved. The patient is not permitted to have an MRI after this event.